Manufacturer narrative:
The large suturecut needle driver has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. The broken grip tip, measuring approximately 0.109" x 0.306" was returned. A missing piece, measuring roughly 0.015" x 0.025" was found to be broken off from the opposite grip. The root cause of broken instrument grips-tips is typically attributed to the mishandling, such as excess force applied to the instrument jaws. Additional observation not reported by site was that the instrument was found to have signs of corrosion on the grip tips. Orange discoloration was observed on both grips. Root cause is typical attributed to mishandling\misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment of the large suturecut needle driver instrument fell off into the patient. The procedure was completed with no reported injury.